Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using an unspecified bd vacutainer® edta blood collection tubes there were erroneous platelet results. Patient was recollected. The following information was provided by the initial reporter, translated from (B)(6) to english: in the previous week (12/04), a new case that generated 3 re-collects in the new born with divergent results in the platelets. Info add: regarding this event, the same occurrence of the previous non-conformity followed, reduction in platelets. The analyst proceeded according to the protocol: he checked for the presence of a clot macroscopically and microscopically, trying to find platelet aggregation. The sample was vortexed, internal controls were reviewed and after that, as there was no success, and the child did not have a clinic, so he asked for a new collection. In the adult edta tube collection platelets normalized.